Event description:
Patient had issues charging her insulin pump and received a replacement pump. Patient went to charge the new pump and got an error code of t7, the error code was regarding a battery source, which stops her from being able to charge her tandem insulin pump. She called tandem and spoke with a supervisor regarding issue. The supervisor informed patient that she would not replace pump until she can try a different charger to try and resolve the issue. The patient tried using a different charge source and is still unable to charge her pump. Patient stated that she will reach back out to tandem to request a new pump. Pt code: 4582. Device code: 1057. Ref report: mw5180922.